Event description:
It was reported that the patient experienced a stroke with slurred speech, limited movement, and mental confusion. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to patient discharge the patient experienced a stroke that was thrombotic in nature. A magnetic resonance imaging (MRI) scan was performed to confirm the stroke. A cerebellar ischemic stroke was indicated by the MRI, with more evident areas of diffusion restriction on the right hemisphere than the left. The patient was administered medication. The stroke symptoms did not resolve within twenty-four hours with the patient continuing to have slurred speech, limited movement, and mental confusion. The patient's hospitalization was extended due to the stroke. Pre-procedure clot was ruled out via transesophageal echocardiogram (tee), the event is ongoing, and the patient's current condition is unknown. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a stroke with slurred speech, limited movement, and mental confusion. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to patient discharge the patient experienced a stroke that was thrombotic in nature. A magnetic resonance imaging (MRI) scan was performed to confirm the stroke. A cerebellar ischemic stroke was indicated by the MRI, with more evident areas of diffusion restriction on the right hemisphere than the left. The patient was administered medication. The stroke symptoms did not resolve within twenty-four hours with the patient continuing to have slurred speech, limited movement, and mental confusion. The patient's hospitalization was extended due to the stroke. Pre-procedure clot was ruled out via transesophageal echocardiogram (tee), the event is ongoing, and the patient's current condition is unknown. It is unknown if the device will be returned for analysis. It was further reported that the scan identifying the stroke was a computed tomography scan. The patient had neurological sequelae, mainly in speech, upon discharge from the hospital and would undergo speech therapy. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.